Manufacturer narrative:
D10 concomitant products: sigadaptxl, sig power sigadaptxl linear xl adapter, (serial number: unknown) egia60amt, egia60amt egia 60 artic med thick sulu, (lot number: unknown) sigpshell, sig power sigpshell control shell, (lot number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure, the device closed on tissue and locked. The scalpel moved only a few millimeters without activating the shot and then locked. The procedure was extended by an hour as a result. Another powered shell, adapter and reload were assembled and stapled to the side of the trapped reload to free it. After the adapter was removed from the reloader while it was closed, new reloads could no longer be mounted, and the adapter was found to be broken.